Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported that during incoming inspection of goods (B)(6) 2018, one piece of c6636 cusa excel 36khz cem nosecone was rejected because of foreign material (hair) inside the package. There was no patient involvement.

Manufacturer narrative:
The device history record did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The event/nonconformance, scar, and CAPA systems were reviewed, but no investigation has been issued at (B)(6) related to the reported condition of ¿foreign material¿ for the past 24 months. Failure analysis is not possible because at this moment the complaint unit has not been returned for evaluation. Given that the reported condition is unconfirmed, the root cause is undetermined. The UDI number of catalog c6636 is (B)(4) and product identifier number is (B)(4).

Event description:
N/a

Manufacturer narrative:
The cusa excel 36khz cem nosecone (c6636) was returned for evaluation: failure analysis: the unit was visually inspected and a hair was observed trapped in the sealing area of the packaging tray. Root cause: the reported complaint was confirmed based on the visual inspection result. Corrective action was initiated and implemented in march 2019 and the evaluation identified opportunities in the nosecones' cleaning process during product packaging that could lead to the possibility of having hidden particles left between the strands of the coiled cables. This device was manufactured prior to corrective action. No further actions required.

Manufacturer narrative:
The device history record did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The event/nonconformance, scar, and CAPA systems were reviewed, but no investigation has been issued at (B)(6) related to the reported condition of ¿foreign material¿ for the past 24 months. Failure analysis is not possible because at this moment the complaint unit has not been returned for evaluation. Given that the reported condition is unconfirmed, the root cause is undetermined. The UDI number of catalog c6636 is (B)(4) and product identifier number is (B)(4).

Event description:
N/a.